Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10.00 diopter, in the patient's eye on (B)(6) 2016. The lens was explanted on an unknown date due to low vaulting. The lens was exchanged for a longer lens. This complaint is linked to MDR# 2023826-2017-00149.

Manufacturer narrative:
The lens was explanted on (B)(6) 2016. (B)(4).

Manufacturer narrative:
Additional data: device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic broken and bent. Work order search: one similar complaints were reported for units within the same lot. (B)(4).